Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe unit arced inappropriately while hooked up to the cautery. Further, the unit is bent and it was alleged that the insulation melted during the procedure. No adverse consequences to the patient were reported. A short delay of a couple of minutes was reported while another unit was retrieved to finish the procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the probe confirmed the presence of a bent l-tip. Visual inspection of the sheath confirmed the presence of slight melting at the tip. The probable root causes for the bent l-tip are:, use error and/or ,excessive force. The probable root causes for the melted sheath are: the electrocautery probe is not in contact with tissue, the electrocautery probe is activated while irrigating or aspirating fluid, the electrocautery probe is activated while there is irrigation fluid in the cannula and/or the tip is retracted into the sheath while current is activated. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe unit arced inappropriately while hooked up to the cautery. Further, the unit is bent and it was alleged that the insulation melted during the procedure. No adverse consequences to the patient were reported. A short delay of a couple of minutes was reported while another unit was retrieved to finish the procedure.